Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the patient was stable and had no effects from shocks.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received shock from the power adapter of the merlin@home transmitter.